Event description:
It was reported that the patient presented to the clinic after receiving a patient alert. Interrogation revealed the device had reached end of service. Device session records showed that one month prior, battery voltage was within normal range and since then began to deplete rapidly leading to eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With an external power supply attached, the device functioned normally; no high current drain was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.